Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was getting inaccurate readings with the sensor. Customer's blood glucose level was 6.4 mmol/l and the sensor glucose reading was 2.6 mmol/l that triggered the insulin pump to suspend. Troubleshooting was performed. The sensor will not be returned for analysis.